Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. During return analysis it was identified that this device did not meet expected longevity.